Event description:
It was reported that the patient experienced a loss of stimulation and a return of the pre-implant tremor, dyskinesia, and mobility difficulties. The physician reported the implantable pulse generator (ipg) exhibited high impedance measurements. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
The returned ipg was linked to the clinician programmer (cp) and high impedance measurements were observed. X-ray inspection of the ipg revealed a fractured feedthru ground wire. Engineers concluded the cause of the high impedances and the resulting impact to the patient therapy was the result of the fractured/broken proximal feedthru wire that connects to the case of the ipg. If the proximal feedthru wire that is connected to the case is compromised, stimulation capability will be compromised (as well as MRI immunity) and monopolar impedance measurements will report high.

Event description:
It was reported that the patient experienced a loss of stimulation and a return of the pre-implant tremor, dyskinesia, and mobility difficulties. The physician reported the implantable pulse generator (ipg) exhibited high impedance measurements. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Event description:
It was reported that the patient experienced a loss of stimulation and a return of the pre-implant tremor, dyskinesia, and mobility difficulties. The physician reported the implantable pulse generator (ipg) exhibited high impedance measurements and noted the ipg had been implanted under the muscle. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in block b5. X-ray inspection of the ipg revealed a fractured feedthru case wire. Fractography analysis of the feedthru wire showed indications of repeated bending stresses that exceeded the local fatigue strength resulting in the fractured wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto the ipg against the rib(s) which would not otherwise be experienced when the ipg is implanted subcutaneously. Therefore, engineers concluded the cause of the high impedances and the consequential impact to the patient therapy was the result of the fractured/broken proximal feedthru wire caused by frequent stress and tension on the ipg from implanting sub-muscularly as the device is designed to be implanted subcutaneously.

Manufacturer narrative:
X-ray inspection of the ipg revealed a fractured feedthru case wire. Fractography analysis of the feedthru wire showed indications of repeated bending stresses that exceeded the local fatigue strength resulting in the fractured wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto the ipg against the rib(s) which would not otherwise be experienced when the ipg is implanted subcutaneously. Additionally, review of the instructions for use (IFU) revealed the directions for implantation indicate a pocket for the ipg should be created under the skin in a location that is in the chest or abdomen. Therefore, engineers concluded the cause of the high impedances and the consequential impact to the patient therapy was the result of the fractured/broken proximal feedthru wire caused by frequent stress and tension on the ipg from implanting sub-muscularly as the device is designed to be implanted subcutaneously.

Event description:
It was reported that the patient experienced a loss of stimulation and a return of the pre-implant tremor, dyskinesia, and mobility difficulties. The physician reported the implantable pulse generator (ipg) exhibited high impedance measurements and noted the ipg had been implanted under the muscle. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a loss of stimulation and a return of the pre-implant tremor, dyskinesia, and mobility difficulties. The physician reported the implantable pulse generator (ipg) exhibited high impedance measurements. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.